Manufacturer narrative:
Complaint confirmed, the screw broke off in two pieces, with the proximal end fragment remaining in the driver cannulation. Likely causes include improper bone prep, misaligned insertion, prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a patellar tendon suture the metal tip broke off inside the patient. The surgeon tried to retrieve the part out of the patient but was not successful. The piece remained inside the patient. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.